Manufacturer narrative:
Additional information: patient information not provided due to japanese patient privacy regulations. Additional information: upon further follow-up, it was reported that the issue occurred during navigation of a tumor resection procedure. There was no reported delay to the procedure due to this issue. Additional information: device manufacturing date now provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the issue occurred while navigating. The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the psu would not power on when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they could replicate the reported issue. It was reported that the positioning sensor unit (psu) for the navigation system was replaced to restore functionality.

Event description:
A medtronic representative reported that, while in a procedure, the camera of the navigation system was unable to recognize instruments. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.